Event description:
It was reported that a superior vena cava (svc) lead warning occurred, and the right ventricular (rv) lead exhibited high impedance, noise, and oversensing. The lead was suspected for possible fracture. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbb1d1, ICD, implanted: (B)(6) 2014 this device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).